Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Other UDI: unknown. Lot number unknown. UDI unavailable. This report is for unknown trauma helical blade/unknown lot number. Original fracture was performed on an unknown date, two years ago. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) removal surgery was performed on (B)(6) 2017 due to the patient's complaints of pain in the portion where the helical blade comes out of the lateral cortex. The original procedure to repair an intertrochanteric fracture was performed on an unknown date, two years ago. The devices were removed fully intact: one nail, one helical blade and one distal locking screw. The fracture site was fully healed. The procedure was completed successfully with the patient is reported to be in stable condition. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. Reportable event is si, disregard previous mw. No product problem & malfunction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).